Manufacturer narrative:
Report date: (B)(6) 2021. There was no patient involvement.

Event description:
The customer reported that the unit has a dim display. The customer reported that the unit was not in use on patient. The customer contacted product support and requested for service repair. The customer has a dim display. Customer has software 2.00, and would like to have the whole user interface, but needs to download a newer software. Product support provided software 2.30 via file droplets. Other information is pending.

Manufacturer narrative:
The user interface (ui) assembly was replaced. However, device functionality could not be confirmed. Multiple attempts were made to follow up with the customer to obtain device functionality status; however, there was no response. The user interface (ui) was returned for failure investigation (fi). Visual inspection of the user interface (ui) assembly revealed no evidence of damage or contamination. The fi testing determined a burned-out cold cathode fluorescent lamp (ccfl) backlight caused the reported issue.